Manufacturer narrative:
H.6. Investigation: customer reported that the end came off the tubing, and returned the affected sample for failure investigation. The sample verified the failure, and microscopic analysis was conducted. The analysis showed that the male luer and the tubing end were snapped off, and the plastic was broken. An outside force would have caused this, over-tightening the male luer for example. It is impossible to know the exact reason the male luer was snapped off, and the root cause cannot be certain. A device history record review could not be performed on model: 72213n because a lot number was not provided by the customer.

Event description:
It was reported that sec set 20dp 30in w/hanger ll came apart. The following information was provided by the initial reporter: material#: 72213n, batch / lot#: unknown. It was reported that the end came off the tubing of the secondary administration set.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer reported that the end came off the tubing, and returned the affected sample for failure investigation. The sample verified the failure, and microscopic analysis was conducted. The analysis showed that the male luer and the tubing end were snapped off, and the plastic was broken. There have been similar failures during transit in packaging and since the sample was unused this failure is most likely. A device history record review could not be performed on model 72213n because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: an outside force would have caused this, over-tightening the male luer for example. It is impossible to know the exact reason the male luer was snapped off, and the root cause cannot be certain.

Event description:
It was reported that sec set 20dp 30in w/hanger ll came apart. The following information was provided by the initial reporter: material #: 72213n. Batch/ lot #: unknown. It was reported that the end came off the tubing of the secondary administration set.